Event description:
A report was received that the patient underwent an explant procedure due to high impedance on all contacts. The lead and clik anchor were explanted and a new lead was implanted. Patient is doing well post-operatively.

Manufacturer narrative:
A review of the manufacturing documentation for the lead sc-8216-50 (serial number: (B)(4)) and clik anchor sc-4316 (lot number: (B)(4)) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-4316, serial/lot: (B)(4), description: clik anchor.

Event description:
A report was received that the patient underwent an explant procedure due to high impedance on all contacts. The lead and clik anchor were explanted and a new lead was implanted. Patient is doing well post-operatively.

Event description:
A report was received that the patient underwent an explant procedure due to high impedance on all contacts. The lead and clik anchor were explanted and a new lead was implanted. Patient is doing well post-operatively.